Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose at the time of hospitalization was 600 mg/dl and the blood glucose at the time of incident was 800 mg/dl. Customer was treated with the intravenous insulin. The insulin pump will not be returned for analysis.